Event description:
It was reported that at a follow-up appointment, the physician observed several episodes of over-sensed non-physiological noise on the right ventricular (rv), right atrial (ra), and shock channels. This resulted in inappropriate atrial tachycardia response (atr) episodes. Fluoroscopic imaging was performed, which showed no evidence of fracture, but the leads appeared to be crossed. Additionally, the physician performed provocative maneuvers, but the signal artifacts were unable to be reproduced. Boston scientific technical services (ts) was contacted and confirmed that the implantable device was programmed to 'monitor only', which means there was no risk of inappropriate therapy. Upon a data review, it was stated that the device had been programmed to 'monitor only' due to previous noise. Ts stated that further lead integrity testing could be performed, per the physician discretion. It was also recommended to assess the left ventricular (lv) lead trends. At this time, the system remains implanted and in-service. No adverse patient effects were reported.